Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Trunionosis between 35.5 exeter stem trunion 0580-351and unitrax sleeve 6942-6-065.

Manufacturer narrative:
Event regarding corrosion involving an an unitrax v40 sleeve was reported. The event was not confirmed. Method & results: -product evaluation and results: no product was returned for evaluation however photographs were provided for review. The photograph shows a recently explanted head with the sleeve inside. It is unknown if the head is a stryker device. The photograph shows the device with blood and black liquid/substance visible on it. -clinician review: not performed as the clinical consultant stated the following comment: need operative reports, office/clinical reports, serial x-rays, etc. -product history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided conclusion: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot information and return, serial x-rays, office/clinical reports, operative reports, histopathology reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Trunionosis between 35.5 exeter stem trunion 0580-351and unitrax sleeve 6942-6-065 event update per sales rep's response: "...patient presented for revision of unitrax due to progression of symptoms. Upon opening the capsule dr mentioned an increase of fluid and after removing the head/sleeve from the trunion a black liquid was identified between the prosthesis and around the head neck junction. Dr then implanted a new exeter stem and converted to a tha.